Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. A company representative replaced the batteries. The iabp was tested to factory specifications. It functioned normally and it was returned to the customer. The customer initially advised maquet that there had been a loose battery connection on the iabp. When asked for further details on the loose connection and for an opportunity to evaluate any parts that may have been replaced, the customer advised that to her knowledge, there were no loose connections and no further actions needed to be taken with this incident. On (B)(4) 2014, we were informed by the hospital biomed that, "during a patient transfer, the technician accidentally hit the 'battery release' button" and the device powered down. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in used on a patient, the iabp shut down after it was unplugged form an ambulance inverter. The customer plugged the iabp back into th ambulance inverter and requested the accepting facility to bring an iabp out to the ambulance bay. The patient was switched to another iabp and therapy was continued. No patient injury was reported.